Event description:
It was reported that the leads had high impedances. The patient underwent lead replacement procedure and is recovering postoperatively. The explanted device components were not returned as it was retained by the customer.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media inspection was done and revealed that the impedances are out of range. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7099438, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent lead replacement procedure and is recovering postoperatively. The explanted device components were not returned as it was retained by the customer.